Event description:
It was reported that during a right salpingo-oophorectomy, due to adhesions, the stomach was adhered to the abdominal cavity wall and when the trocar was introduced, the stomach was punctured. A gastrotomy laparoscopically was performed. The trocar performed as designed. The case was completed with no further pt complications.

Manufacturer narrative:
Info anticipated, but unavailable at this time.